Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from the connection of the tubing and the filter. It was reported that after homecare patient and his wife disconnected the tubing set, an unspecified volume of blood was lost. The homecare patient and his wife replaced the tubing set and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).